Event description:
On (B)(6) 2014, the lay user/patient¿s wife (reporter) contacted lifescan (lfs) alleging that the onetouch ultra2 meter read inaccurately high compared to the freestyle meter. The medical surveillance specialist (mss) was unable to reach the lay user/patient and/or reporter by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). On (B)(6) at 7:30pm, the patient reportedly obtained blood glucose readings of ¿300mg/dl¿ with the subject meter and ¿40mg/dl¿ with the freestyle meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. The patient manages his diabetes with insulin (self-adjuster); however, following the alleged meter issue the patient reportedly consumed more food/drink. At an unknown date/time afterwards, the patient allegedly developed symptoms of sweating, blurry vision, and nausea. The patient, however, denied receiving any form of medical intervention after the alleged issue occurred. It would have been helpful to know the following information: the patient¿s testing frequency and normal blood glucose range; the patient¿s reasoning for consuming more food/drink after the alleged issue occurred; if the patient correlated his symptoms with high or low blood glucose; what the patient¿s blood glucose reading was (with the subject meter) before and after his symptoms, what did the patient do to treat his reported symptoms; and when did the patient¿s symptoms abate. During troubleshooting, the csr confirmed the patient was using the proper testing technique, the subject meter was set to the correct unit of measure setting, and the blood glucose results were from the approved (per owner¿s booklet) sample site. Replacement products were sent to the patient. Although it is unknown how the product may have been a factor in the patient¿s injury this complaint is being reported because the user allegedly suffered symptoms indicative of a serious injury while using the product.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (10/21/2014), the patient¿s meter has been returned on 10/9/2014 and evaluated by lifescan product analysis on 10/13/2014 with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 2 ¿ (11/12/2014). The patient¿s test strips have been returned on 10/29/2014 and evaluated by lifescan product analysis on 10/29/2014 with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.